Manufacturer narrative:
The field service engineer (fse) found that the red blood cell (rbc) bath was cracked. The fse replaced the bath, which repaired the failing hct and the intermittent flags. The repairs were verified by the fse. The beckman coulter identifier for this report is (B)(4)

Event description:
The customer reported the coulter act 5diff al instrument was generating intermittent agglutination flags in the results. The customer found that hematocrit (hct) coefficient of variation was failing. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.